Event description:
It was reported that pn relion 32g x 4mm 3b tw 50ct had incorrect label information. The following information was provided by the initial reporter: material no: 320618 batch no: unknown it was reported that private label pen needles not matching. Verbatim: there is an issue with the ndc number on the private label pen needles not matching what is in the first data system which handles reimbursement of product cost through insurance. The issue came to light as there has been a couple of instances where the ndc code is being inputted by the pharmacy tech and it does not recognize the product in the reimbursement system.

Manufacturer narrative:
H.6. Investigation: no physical samples were received; the investigation was performed based on the photo provided. The complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. Customer returned 1 photo, ndc number is consistent with drawing. It¿s not related with manufacturing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pn relion 32g x 4mm 3b tw 50ct had incorrect label information. The following information was provided by the initial reporter: material no: 320618 batch no: unknown. It was reported that private label pen needles not matching. Verbatim: there is an issue with the ndc number on the private label pen needles not matching what is in the first data system which handles reimbursement of product cost through insurance. The issue came to light as there has been a couple of instances where the ndc code is being inputted by the pharmacy tech and it does not recognize the product in the reimbursement system.